Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm and the patient's blood pressure could not be obtained. The iab was replaced with a new one, but the issue persisted. The iabp was then restarted but that did not resolve the issue either. The customer had to wait two hours for another iabp before therapy could be re-started. During that two hours, the patient's blood pressure decreased. Vasopressors had been administered in order to maintain blood pressure. Once the iabp was switched out, the patient's hemodynamic status became stable. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00979.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm and the patient's blood pressure could not be obtained. The iab was replaced with a new one, but the issue persisted. The iabp was then restarted but that did not resolve the issue either. The customer had to wait two hours for another iabp before therapy could be re-started. During that two hours, the patient's blood pressure decreased. Vasopressors had been administered in order to maintain blood pressure. Once the iabp was switched out, the patient's hemodynamic status became stable. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00979.